Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The cause is determined as no device malfunction or use error identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of constipation and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, patient experienced constipation for 5 days and due to this she experienced peritonitis on an unreported date. Treatment rendered was not reported. On an unknown date the patient had recovered from peritonitis, however the outcome for the constipation was not reported. Dianeal therapy was ongoing. Concomitant medications were not reported. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.